Manufacturer narrative:
The device was not returned for investigation. A review of the data log confirmed the complaint. The cause of the hematuria was not determined due to insufficient clinical details. The cause of the suction was most likely patient condition, as clinical details and the trend in placement signal indicate that the patient was having volume issues. The device passed all post sterile inspection criteria.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had hematuria. The impella was repositioned overnight. The following morning, the impella appeared to be shallow and too close to the mitral valve. The patient was successfully weaned from the pump, and the device was explanted.